Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button issue) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a damaged response button trace due to a missing front response button cover. The root cause for the damaged trace was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that the response buttons weren't working on a patient's monitor.